Manufacturer narrative:
One used catheter fragment, without packaging, was received for evaluation. The catheter appeared fractured, measuring approximately 35.25 inches. Based on the specification for the catheter overall length, approximately 0.75 inches of the catheter tip end was missing. Under microscopic observation, the fractured end of the catheter was smooth and angular in appearance. The type of cut observed on the catheter is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw the catheter through the needle due to the possibility of shearing or kinking." If additional pertinent information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. While no specific conclusions can be drawn, the reporting facility did indicate that the catheter was withdrawn back through the needle. Per the instructions for use (IFU) for the reported product catalog number, "caution: do not withdraw the catheter through the needle due to the possibility of shearing or kinking." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the catheter sheared, and approximately 0.75 inches was retained in the patient. The reporter stated the clinician withdrew the catheter back through the needle, which sheared the end. The patient was a (B)(6) old female having an epidural placed for labor. A second catheter was sited in the same space and used for labor. The broken fragment was not seen on the x-ray after delivery. The broken fragment is not planned to be removed.